Event description:
It was reported that the female luer of a micro-infusion manifold disconnected from a non-baxter productn during infusion. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. During a visual inspection the check valve was confirmed to be separated from the manifold. The stem of the check valve was found broken off inside of the manifold. The cause of the reported condition could not be identified.

Manufacturer narrative:
(B)(4).if additional relevant information is obtained, then a follow-up MDR will be submitted.